Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2020- 00721. It was reported that the patient developed an infection. The device and right ventricular lead was successfully explanted when infection persisted despite antibiotic therapy treatment. There were no complications.